Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient not able to feel his vision is crisp or in focus/subjective visual disturbance. The lens was explanted in a secondary procedure. Additional information was requested and no further information received/available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).